Manufacturer narrative:
The vcure1470 generator (serial number (B)(4)) has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch.

Event description:
An angiodynamics territory manager reported an issue with a venacure 1470 loaner laser. During a procedure, there was a bad connection after screwing the fiber into the laser. It was reported that the laser refused contact several times. Upon starting up the laser, a beep started and would not stop. The end user rebooted the machine several times. During the procedure, the display suddenly went black and continued beeping. The end user hit the "emergency stop" button; however, the machine continued to beep. At this time, the fiber was removed from the patient's leg, within no evidence of energy, and the unit was unplugged stop the beeping. As a result, the last 10cm of the patient's lesion was left untreated. There was no report of patient harm or adverse event by the end user. It was indicated the reported vcure1470 generator (serial number (B)(4)) is available for return to the manufacturer for a device evaluation. This event meets the criteria a reportable adverse event; patient safety risk due to potential unintended energy application. Beeping of the unit indicates energy being delivered.

Manufacturer narrative:
The vcure1470 generator (serial number (B)(6)) was returned for evaluation. Functional testing of the unit noted the display screen was black, and the unit was not detecting fibers when connected. The reported potential e-stop malfunction (laser firing and not stopping after e-stop was pressed) was not able to be duplicated during unit evaluation. The reported complaint description of blank screen and the fibers were displaying a bad connection were confirmed during unit evaluation. The reported potential e-stop malfunction (laser firing and not stopping after e-stop was pressed) was not confirmed during unit evaluation. The report that unit was beeping before and after e-stop was pressed is normal, i.e. Beeping is an indicator that the laser is firing and if the e-stop is pressed the unit will also beep indicating that the button is pressed. Given that it was reported that the last 10cm of the vein was not treated it is not likely that the unit continued to activate the laser after the e-stop was pressed. In addition, there was no report of patient harm or adverse event by the end user. The root cause for the reported errors of the unit malfunction was determined to be a defective ui board, m&c board, 6-way cable and power supply, which were replaced. This is the first reported error of this unit for blank screen, e-stop failure, noisy, and difficulty connecting fibers. This is the first time the ui board, m&c board, 6-way cable and power supply have been replaced. The most likely root cause of the component failure is wear and tear. The unit was tested with the new ui board, m&c board, 6-way cable and power supply per (B)(4) functional test and met all acceptance criteria. A review of the device history records (service order history) was performed for the reported serial number (B)(6) for any deviations related to the reported failure mode of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution; i.e. No ncr associated with reported failure mode. Labeling review: e-stop error: the user manual, which is supplied to the user with this unit contains the following statements: in certain circumstances, such as a technical problem or if the emergency stop button is pressed, the fiber in use may become invalid before the completion of the treatment. If this situation should occur, the emergency override may be activated to allow treatment to continue. This option is only available immediately after the fault has been cleared and will not work if an attempt is made to use an expired or otherwise invalid fiber at any other time. Noisy & blank screen: the user manual, which is supplied to the user with this unit states "the venacure 1470 laser is continuously monitoring its operation and performance. Should it detect a problem it will display a code and short message on the screen. To clear a message, carry out the instructions on the display. If a problem cannot be resolved by following the instructions on the display, contact your local angiodynamics representative, quoting the error message on the display at the time of the error". Difficulty connecting fiber: the user manual, which is supplied to the user with this unit, states: "to insert the optical fiber connector, first remove the protective cap from the end of the fiber. Then press down on the tab of the spring-loaded cover on the front panel to reveal the laser aperture. Insert the optical fiber connector into the laser aperture and turn the gripper clockwise until secured in place (light finger tight only). To remove the optical fiber connector, turn the gripper anti-clockwise until fully unscrewed and disconnect from the laser aperture. Dispose of the optical fiber according to institution policy. Alternatively, if the optical fiber is permitted for multiple uses, immediately fit a protective cap over the end of the optical fiber to protect the optical surface from contamination". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(6). Correction section d7a, initial report had "yes" selected, this has been corrected to "no".